Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief from the hip to groin area and high impedance readings were discovered on several contacts of the lead. A reprogramming attempt was unsuccessful at covering the pain area. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief from the hip to groin area and high impedance readings were discovered on several contacts of the lead. A reprogramming attempt was unsuccessful at covering the pain area. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information in block e1. Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked where the suture sleeve was placed and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became kinked where the suture sleeve was placed, which likely resulted in the reported high impedance measurements and fracture.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief from the hip to groin area and high impedance readings were discovered on several contacts of the lead. A reprogramming attempt was unsuccessful at covering the pain area. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient was doing well postoperatively.